Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the camera head; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. Image review: a review of the provided image is in progress by an intuitive surgical, inc. (Isi) failure analysis engineer. Additional details will be provided upon review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the entire camera head came apart - fully detached not idea how it happened but it came apart. Bubbles were coming out during the soaking process. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The handheld camera head was analyzed and the camera cable was found to be broken as well as the light guide adapter was found broken but still attached to the light guide adapter assembly. The light guide was attached, firmly positioned, and released from the light guide holder with no issue. A review of logs showed no failures, and the endoscope passed the focus test and was able to recognize all different images and targets with no issue. Additionally, the camera cable was found to have delamination on the distal bend protection, have its laser markings on the housing completely removed on both sides, and the cable's connector to have paddleboard contamination such as a silicone film on the electrical contacts, and the endoscope's camera button pack presented button pad damage, all buttons had a tear/torn on the button¿s ¿clear surface teflon coating¿. The complaint was confirmed by fa.